Event description:
A stereotactic patient was being treated and all of the couch shifts did not get sent to the couch properly. A stereotactic patient plan had been selected on the treatment application and kv-kv imaging had been performed. A shift of the couch had been determined and the couch was required to be moved in all three translational directions (vrt = +0.16 cm, lat = 0.05 cm, lng = -0.12 cm). The new planned values appeared correctly at the related fields in the treatment application, the couch motion button on the keyboard was orange. Upon pressing the button + meb, couch lat and couch lng reached their new target positions. However, the couch vrt setting did not move and stayed at its initial position. The couch motion button was not lit anymore, and there was no orange field visible in the treatment application indicating that one or more axes was not at its target position. The application was in the state that the operator could initiate the treatment, however, the stereotactic patient was almost 2 mm from the position indicated by the imaging application. There was no injury to patient and no patient data was provided.

Manufacturer narrative:
The reported issue has been confirmed (shift error of approximately 1.6mm). The investigation determined that this failure to shift will occur any time the requested shift is smaller than the user set tolerance for the motion (i.e. The motion is already within tolerance). This is not as intended; however, the intention was for the device software to set the tolerance to zero prior to requesting the shift, to enforce the maximum obtainable accuracy. In most cases, this failure would not lead to a serious injury (the parameter is as close as the user has specified as being acceptable), but in the special use case of stereotactic radiosurgery, where high doses to very tight tolerances are desired, there could be a serious injury if the failure to shift was not observed by the user. Although no injury has occurred in this case, as the shift error was caught before treatment, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.